Event description:
Unomedical reference number (b)(40. Event occurred in saudi arabia. On (B)(6) 2024, it was reported that the tape was not sticking. The issue occurred on the first day of insertion(on thigh) while the patient was taking off her clothes. Her blood glucose level at the time of incident was 326 mg/dl. No further information was available.